Event description:
It was reported that during the review of a device history log, system error 322 alarms were discovered. It was also reported that there was no pt injury

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Evaluation found the nylon upper latch switch bracket screws loose allowing the switch to move causing the system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary assembly was replaced.